Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the 8mm prograsp forceps instrument does not have any abnormalities based on the image review. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a broken wire. The procedure was completing as planned with no reports of patient injury.